Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was feeling stimulation around their knee and lower thigh area instead of around their upper back and upper thigh area. Pss redirected to hcp for ins reprogramming. Caller stated that the pt advised that this issue "kind of" started this week.